Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead received an inapprorpiate shock due to noise on the right ventricular (rv) electrogram. The impedance measurements have been varying between 2000-3000 ohms; however, sensing is normal. The noise is reproducible when the patient squeezes their arms together.